Event description:
Type of procedure performed: laparoscopic cholecystectomy (B)(6). Following the unsuccessful deployment of a cd003 as stated in previous cer, the surgeon requested an additional cd003. Using the same technique, the surgeon placed the specimen on to the deployed bag. Upon placement, the bag dislodged from the metal prongs. This was the surgeons first time using a 5mm bag within the vacant territory as they ran out of 10mm bags. An inservice has been recommended to review techniques to unfurl the bag prior to placement. Additional information received via email from [name] on 4 august 2021: I made contact within the account. Unfortunately due to the time frame they were unable to provide further information and could not recall the event. They did try to connect with one of the nurses whom may have been present within the account but were unsuccessful . The account did look up the event on their notes and was unable to provide any further information. I can confirm that I personally spoke to the nurse following who was in the case during the event. The only complaint/feedback that was mentioned was the displacement of the bag from the prongs. Patient status: patient is unaffected type of intervention: ni

Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the tissue bag and cord loop. The returned unit was disassembled and the pawl, an internal component of the device, was deformed. No other nonconformances were observed. Based on the evaluation of the returned unit, it is likely that the bag fell off the supports due to circumstantial factors at the time of use. It is possible that a force was applied in distal direction, which caused the bag to fall off of the supports.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: laparoscopic cholecystectomy. (B)(4) - 1 of 2. (B)(4) - 2 of 2. Following the unsuccessful deployment of a cd003 as stated in previous cer, the surgeon requested an additional cd003. Using the same technique, the surgeon placed the specimen on to the deployed bag. Upon placement, the bag dislodged from the metal prongs. This was the surgeons first time using a 5mm bag within the vacant territory as they ran out of 10mm bags. An inservice has been recommended to review techniques to unfurl the bag prior to placement. Patient status: patient is unaffected. Type of intervention: ni.